Manufacturer narrative:
Correction: upon additional information, the event occurred with an unspecified non-baxter bag. Therefore, the unspecified baxter nutrition bag is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified nutrition bag leaked from an unspecified location. This was observed when the overpouch was opened, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.